Event description:
A mother reported on behalf of a (child) customer who experienced a skin reaction and bleeding while wearing the adc freestyle libre sensor. It was further reported that the customer required medical attention for the reported issues; however, no additional information was provided as the issue occurred ¿a year ago¿ and the caller does not remember further details.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported on behalf of a (child) customer who experienced a skin reaction and bleeding while wearing the adc freestyle libre sensor. It was further reported that the customer required medical attention for the reported issues; however, no additional information was provided as the issue occurred ¿a year ago¿ and the caller does not remember further details.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.